Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
The customer reported the video image was distorted . There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, corrections, and the final investigation results. The device was returned to olympus for inspection, and the customer¿s allegation was not confirmed. The device evaluation found the device was flooded with water from the cable and imaging section. Additionally, there was a pixel defect and dents and cracks on the connector. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction for use manual provides the following information: "if the endoscopic image or function is abnormal and returns to normal spontaneously, the device may have already malfunctioned. Continued use of the device may cause the abnormality to occur again and the device may not return to normal. In this case, stop using the device immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation." "Do not strike or drop the device. Water leakage may cause damage to the electrical circuits inside the device." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video image was distorted. The issue occurred during inspection of device before use for an unspecified therapeutic procedure. There were no reports of patient or user harm associated with this event.